Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was intended to be used during a spaceoar vue placement procedure, performed on (B)(6)2021. During set up of the kit, prior to the procedure, a white substance was noticed within the syringes of the kit. No patient complications were reported as a result of this procedure. The procedure was completed successfully with another spaceoar kit. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Note: the customer provided a photo of the device outside the patient showing a white substance inside the diluent and accelerator syringe.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was intended to be used during a spaceoar vue placement procedure, performed on (B)(6)2021. During set up of the kit, prior to the procedure, a white substance was noticed within the syringes of the kit. No patient complications were reported as a result of this procedure. The procedure was completed successfully with another spaceoar kit. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Note: the customer provided a photo of the device outside the patient showing a white substance inside the diluent and accelerator syringe.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.